Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received an ipg end of life message. The ipg was confirmed inoperable. Surgical intervention may be pending to address the issue.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.